Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "constant alarm on power up" is not confirmed. Although, the root cause of the complaint is undetermined the cpm board passed functional test specifications during complaint investigation. No further action required.

Event description:
It was reported by the rn that the intra-aortic balloon pump had intermittent possible helium loss alarms. There was no evidence of blood in the tubing but the rn stated the patient had ectopy at times. The clinical support specialist (css) had the nurse reposition the patient and hyperextend the hip. The alarms and the patient's augmentation pressures were good. A second call from the rn stated a few more alarms. The nurse also was not able to move the cursor on the pump. The css recommended to switch the pump and therefore the pump was successfully switched off with no complications. The patient remained supported on the pump. Additional information received from the field service agent. The pump was checked and a leak test performed and the symptom could not be duplicated. The cursor was able to move up and down many times. Symptom not duplicated. The unit checked out okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon pump had intermittent possible helium loss alarms. There was no evidence of blood in the tubing but the rn stated the patient had ectopy at times. The clinical support specialist (css) had the nurse reposition the patient and hyperextend the hip. The alarms and the patient's augmentation pressures were good. A second call from the rn stated a few more alarms. The nurse also was not able to move the cursor on the pump. The css recommended to switch the pump and therefore the pump was successfully switched off with no complications. The patient remained supported on the pump. Additional information received from the field service agent. The pump was checked and a leak test performed and the symptom could not be duplicated. The cursor was able to move up and down many times. Symptom not duplicated. The unit checked out okay.